Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. Up and down buttons were less responsive. Insulin pump had scratches on screen which making it difficult to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Device passed displacement test and self test. All buttons functioning properly no damage on the keypad assembly. No damage at the battery cap. (B)(4).